Event description:
It was reported by service report that the fowler would not stay up and the docker cable was damaged. It is unk if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Fowler brake, fowler clutch.